Event description:
The dr was unable to insert the sheathless intra aortic balloon into the pt. Event complications: unknown - reported 5/26/1998. Pt's current status: unk - reported 5/26/1998.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 10/15/98). Evaluation: the iab was rec'd intact for evaluation with blood noted on the exterior of the device and within the inner lumen. Visual examination revealed the membrane to be completely folded. No kinks were noted in the catheter or inner lumen. The catheter o.d. Was measured and found to be within datascope's mfg specifications. With a vaccum drawn and maintained on the folded membrane, it was possible to pass the membrane through a lab 10 french, 6 inch sheath/hemostasis valve assmebly without difficulty. Probable cause of difficulty: based on the lab examination of the returned catheter, no defect was found in the returned device. Since it was reported that the catheter was inserted without a sheath, it is quite possible that the encountered difficulty was related to the pt's vasculature. A tortuous and calcific artery could have been responsible for the resistance experienced by the user. In general, difficulty advancing the iab into the sheath and/or sheath into the pt may be attributed to one or more of the following: the user may have not drawn a sufficient vaccum on the balloon during its removal from the blister tray. If drawn, a vaccum may have not been maintained throughout the insertion procedure. During insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion.